Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The valve degeneration/deterioration was confirmed based on provided information in the medical article. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instructions for use (IFU), structural valve degeneration (svd) is a potential risk associated with bioprosthetic heart valves. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, leaflet retraction or thickened leaflet. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Due to limited information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
(B)(6). The date of the event is unknown; however, the article provided a date on page 2 in past medical history part as implanted in 2017 and viv in 2021. Therefore, 01-jan-2021, was used as the occurrence date. Investigation is underway.

Event description:
Through review of medical article endocarditis after redo tavr managed with medical treatment and later tavr in tavr in tavr, corresponding author dr pedro henrique ferro de brito, the following event was identified as pertaining to an edwards device 85 year old female patient with a 23mm sapien 3 valve implanted in aortic position for degenerative aortic stenosis underwent intervention for a valve in valve after an implant duration of approximately 4 years due to structural valve degeneration. A new non edwards lifesciences transcatheter valve was implanted in replacement. It is to be noted this event was created to capture the degeneration of the first sapien 3 valve implanted in 2017 requiring a viv with the non edwards thv. The endocarditis reported in the medical article was not captured as this happened over the non edwards thv and therefore it not considered as an edwards lifesciences complaint.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information. Sections: d4, d6, g3, g6, h2, h6 clinical code, h11 have been updated. Investigation is underway.